Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 06/22/2015 with the following findings: the display lens was cracked. Unrelated to the complaint, two battery compartment cracks and battery compartment moisture ingress were observed. Leak testing revealed a battery compartment leak. The battery cap threads were damaged; the cap was able to secure to the pump for investigation. Moisture was observed on the battery cap contact. Investigation revealed the display screen was dim and discolored. No damage or defect was found to the pump¿s internal components.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged-cracked) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.